Manufacturer narrative:
The abandoned lead will not be returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed noise, loss of capture and an increase in impedance measurements. The noise resulted in pacing inhibition. During the device replacement procedure, the lead was abandoned surgically and replaced. No adverse patient effects were reported.